Manufacturer narrative:
Concomitant medical products: 429688, lead, implanted: (B)(6) 2013, c4tr01 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undefined high impedance was noted on the right atrial (ra) lead. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.